Manufacturer narrative:
Additional information: log analysis. Logs were reviewed but there was no indication of communication issues or multiple reboots. Logs did not provide enough information to determine whether a software issue contributed to the reported behavior.

Manufacturer narrative:
Patient information was unavailable from the site. A medtronic representative went to the site to test the equipment. Testing revealed that the reported issue could not be replicated. The system then passed the system checkout and was found to be fully functional.

Event description:
Medtronic received information that, while in a spinal fusion, the navigation system and imaging system were not communicating. It was noted that restarting the systems did not restore functionality. A second network cable was installed, both systems restarted and functionality was restored. There was no reported impact on patient outcome. No additional information was provided.